Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to report any recurring malfunction codes.